Event description:
Boston scientific crm received information that this device indicated a remaining longevity of 1.5 years. Six months later, the magnet rate was 90. It was noted that premature battery depletion was suspected. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.